Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The allegation against this programmer was confirmed. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted out and was melted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that this programmer went to black screen in the middle of a patient check. The field representative attempted to reboot the programmer and screen flashed briefly but then went to black screen again. The programmer was returned for analysis. No adverse patient effects were reported. The device manufacture date for this product is october 14, 1998.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The allegation against this programmer was confirmed. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted out and was melted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is october 14, 1998.

Event description:
Boston scientific received information that this programmer went to black screen in the middle of a patient check. The field representative attempted to reboot the programmer and screen flashed briefly but then went to black screen again. The programmer was returned for analysis. No adverse patient effects were reported.